Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg value not provided). Customer overtreated the low bg (type of treatment not reported) and bg elevated (107 mg/dl). Customer was nauseous and was vomiting. Customer went to the emergency room (ER) and was treated with anti-nausea medication and intravenous saline. After 6-8 hours, customer left the ER feeling "less nauseous". Bg was 220 mg/dl and continued to lower to 139 mg/dl. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.